Event description:
During a laparoscopic hysterectomy procedure, the device kept receiving error tones off and on. The tip of the device broke off into the patient. Retrieved piece with the use of x-ray.